Event description:
The following has been reported: "this complaint came from service center. Device is not under warranty any more. Some of functional keys do not work. Problem was detected in membrane panel." Device history record was reviewed, nothing linked to the reported event was found. Device history log was not provided, therefore no review could be performed. The subject device (model agilia sp mc, serial number (B)(4)) was not sent back to our laboratory for analysis as repairs were performed locally; the suspected defective keyboard was also not returned. Therefore, no further analysis could be performed. Thus, reported event could not be reproduced, nor confirmed. Based on available information and since the subject device was not returned, the root cause of the reported event remained unknown (not returned). An internal CAPA has been opened in order to investigate and reduce the occurrence of reported issues related to defective keyboard. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as not confirmed. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.